Event description:
.

Manufacturer narrative:
At this time, the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment of the lead was performed. The proximal segment measured 228 mm; inclusion of the conductor coils measured 232 mm. The returned segment had a couple areas where the lead was curved, 75-90 mm, and 100-110 mm. The conductor coils were deformed 175 mm from the terminal pin. Surface abrasions were noted in a few places throughout the lead length. Blood/body fluid was noted in the lead lumen. Due to the returned condition of the lead, routine mechanical and electrical testing was unable to be performed. Further analysis confirmed damage to the lead insulation was likely a result of the suture sleeve positioned from 189-213 mm. The cathode wire had a rough surface likely due to electrolytic pitting which typically occurs when the wire fractures followed by continued pacing. No features indicating the possible fracture mode were observed. The anode wire was obscured by mechanical damage, but there was no mixing of the casing and core materials suggesting that the wire fractured and was then mechanically damaged. Analysis testing was able to confirm the clinical observation of a conductor fracture.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead had a conductor fracture. The pacing impedance measurements were greater than 2,500 ohms. The lead was explanted and successfully replaced. There were no other clinical observation reported as a result of the explant procedure.